Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, pain') and genital haemorrhage ('general abnormal bleeding, abnormal bleeding(general)') in an adult female patient who had essure (batch no. 626279) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included internal hemorrhoids, hematochezia, right upper quadrant pain and change in bowel habits. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia") and back pain ("back pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), metrorrhagia ("metorhagia(bleeding b/w periods)"), rash ("rash"), skin disorder ("skin condition"), psychological trauma ("psych injury"), cystitis ("bladder or urinary problems or changes bladder infection"), urinary tract infection ("bladder or urinary problems or changes :-uti"), vaginal infection ("vaginal infection") with vaginal discharge, fatigue ("fatigue"), migraine ("migraine, migraine\ headches"), nausea ("nausea"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), visual impairment ("vision problems"), endometriosis ("reproductive system disorder or condition type or disorder :-endometriosis"), ovarian cyst ("ovary cyst"), irritable bowel syndrome ("ibs"), abdominal distension ("bloating"), flatulence ("gas"), eczema ("eczema"), multiple sclerosis ("autoimmune disorder: testing for lupus and ms"), alopecia ("hair loss"), hot flush ("hormonal changes: hot flashes"), acne ("hormonal changes:- acne"), depression ("psychological or psychiatric problems: - depression"), anxiety ("psychological or psychiatric problems: anxiety"), myalgia ("other injury: muscle aches"), urinary incontinence ("bladder or urinary problems or changes:- bladder incontinence"), cystitis interstitial ("bladder or urinary problems or changes:- interstitial cystitis"), groin pain ("groin pain"), bladder pain ("bladder pain") and systemic lupus erythematosus ("autoimmune disorder: testing for lupus and ms") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain, weight gain/loss") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (bilateral)). Essure was removed in (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, back pain, menorrhagia, metrorrhagia, rash, skin disorder, psychological trauma, cystitis, urinary tract infection, vaginal infection, fatigue, migraine, hormone level abnormal, nausea, gastrointestinal disorder, headache, visual impairment, weight increased, endometriosis, ovarian cyst, irritable bowel syndrome, abdominal distension, flatulence, eczema, uterine leiomyoma, multiple sclerosis, alopecia, hot flush, acne, depression, anxiety, myalgia, urinary incontinence, cystitis interstitial, groin pain, bladder pain and systemic lupus erythematosus outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, alopecia, anxiety, back pain, bladder pain, cystitis, cystitis interstitial, depression, dysmenorrhoea, dyspareunia, eczema, endometriosis, fatigue, female sexual dysfunction, flatulence, gastrointestinal disorder, genital haemorrhage, groin pain, headache, hormone level abnormal, hot flush, irritable bowel syndrome, menorrhagia, metrorrhagia, migraine, multiple sclerosis, myalgia, nausea, ovarian cyst, pelvic pain, psychological trauma, rash, skin disorder, systemic lupus erythematosus, urinary incontinence, urinary tract infection, uterine leiomyoma, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain,bleeding, allergy, psych injury, bladder/urinary problem:, other injuries/symptoms. Date(s) of removal: 2011 (as written per pfs), diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Imaging procedure - on (B)(6) 2008: bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record: abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2019: pfs&mr received reporter information, lot no was added. New event added autoimmune disorder: testing for lupus and ms, hair loss, hot flashes, acne, depression, anxiety, muscle aches, bladder incontinence, cystitis interstitial, groin pain, bladder pain. Event severity added groin pain, bladder pain. Medical history and lab test was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, pain') and genital haemorrhage ('general abnormal bleeding, abnormal bleeding(general)') in an adult female patient who had essure (batch no. 626279) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included internal hemorrhoids, hematochezia, right upper quadrant pain and change in bowel habits. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia") and back pain ("back pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), metrorrhagia ("metorhagia(bleeding b/w periods)"), rash ("rash"), skin disorder ("skin condition"), psychological trauma ("psych injury"), cystitis ("bladder or urinary problems or changes bladder infection"), urinary tract infection ("bladder or urinary problems or changes :-uti"), vaginal infection ("vaginal infection") with vaginal discharge, fatigue ("fatigue"), migraine ("migraine, migraine\ headaches"), nausea ("nausea"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), visual impairment ("vision problems"), endometriosis ("reproductive system disorder or condition type or disorder :-endometriosis"), ovarian cyst ("ovary cyst"), irritable bowel syndrome ("ibs"), abdominal distension ("bloating"), flatulence ("gas"), eczema ("eczema"), multiple sclerosis ("autoimmune disorder: testing for lupus and ms"), alopecia ("hair loss"), hot flush ("hormonal changes: hot flashes"), acne ("hormonal changes:- acne"), depression ("psychological or psychiatric problems: - depression"), anxiety ("psychological or psychiatric problems: anxiety"), myalgia ("other injury: muscle aches"), urinary incontinence ("bladder or urinary problems or changes:- bladder incontinence"), cystitis interstitial ("bladder or urinary problems or changes:- interstitial cystitis"), groin pain ("groin pain"), bladder pain ("bladder pain") and systemic lupus erythematosus ("autoimmune disorder: testing for lupus and ms") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain, weight gain/loss") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (bilateral)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, back pain, menorrhagia, metrorrhagia, rash, skin disorder, psychological trauma, cystitis, urinary tract infection, vaginal infection, fatigue, migraine, hormone level abnormal, nausea, gastrointestinal disorder, headache, visual impairment, weight increased, endometriosis, ovarian cyst, irritable bowel syndrome, abdominal distension, flatulence, eczema, uterine leiomyoma, multiple sclerosis, alopecia, hot flush, acne, depression, anxiety, myalgia, urinary incontinence, cystitis interstitial, groin pain, bladder pain and systemic lupus erythematosus outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, alopecia, anxiety, back pain, bladder pain, cystitis, cystitis interstitial, depression, dysmenorrhoea, dyspareunia, eczema, endometriosis, fatigue, female sexual dysfunction, flatulence, gastrointestinal disorder, genital haemorrhage, groin pain, headache, hormone level abnormal, hot flush, irritable bowel syndrome, menorrhagia, metrorrhagia, migraine, multiple sclerosis, myalgia, nausea, ovarian cyst, pelvic pain, psychological trauma, rash, skin disorder, systemic lupus erythematosus, urinary incontinence, urinary tract infection, uterine leiomyoma, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain,bleeding, allergy, psych injury, bladder/urinary problem:, other injuries/symptoms. Date(s) of removal: 2011 (as written per pfs), diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Imaging procedure - on (B)(6) 2008: bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record: abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 16-oct-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, pain') in a 37-year-old female patient who had essure (batch no. 626279) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included internal hemorrhoids, hematochezia, right upper quadrant pain and change in bowel habits. Concomitant products included citalopram hydrobromide (citalopram hbr) from september 2010 to january 2013, citalopram from january 2011 to july 2013 and cyclobenzaprine from january 2011 to june 2011. On (B)(6) 2008, the patient had essure inserted. In june 2008, the patient experienced cystitis ("bladder or urinary problems or changes bladder infection"), urinary tract infection ("bladder or urinary problems or changes :-uti"), vaginal infection ("vaginal infection") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2008, the patient was found to have weight increased ("weight gain, weight gain/loss") and experienced endometriosis ("reproductive system disorder or condition type or disorder :-endometriosis"). In december 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In february 2009, the patient experienced urinary incontinence ("bladder or urinary problems or changes:- bladder incontinence") and cystitis interstitial ("bladder or urinary problems or changes:- interstitial cystitis"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia/apareunia (inability to have sexual intercourse)") and back pain ("back pain"). In 2011, the patient experienced vaginal discharge ("vaginal discharge"), irritable bowel syndrome ("ibs"), abdominal distension ("bloating") and flatulence ("gas"). In 2013, the patient experienced hot flush ("hormonal changes: hot flashes"). In 2017, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding, abnormal bleeding(general)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), metrorrhagia ("metorhagia(bleeding b/w periods)"), rash ("rash"), skin disorder ("skin condition"), psychological trauma ("psych injury"), fatigue ("fatigue"), migraine ("migraine, migraine\ headches"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), visual impairment ("vision problems"), ovarian cyst ("ovary cyst"), eczema ("eczema"), multiple sclerosis ("autoimmune disorder: testing for lupus and ms"), alopecia ("hair loss/alopecia "), acne ("hormonal changes:- acne"), depression ("psychological or psychiatric problems: - depression"), anxiety ("psychological or psychiatric problems: anxiety"), myalgia ("other injury: muscle aches"), groin pain ("groin pain"), bladder pain ("bladder pain") and systemic lupus erythematosus ("autoimmune disorder: testing for lupus and ms") and was found to have hormone level abnormal ("hormonal changes") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (bilateral)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, back pain, menorrhagia, metrorrhagia, rash, skin disorder, psychological trauma, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, migraine, hormone level abnormal, nausea, gastrointestinal disorder, headache, visual impairment, weight increased, endometriosis, ovarian cyst, irritable bowel syndrome, abdominal distension, flatulence, eczema, uterine leiomyoma, multiple sclerosis, alopecia, hot flush, acne, depression, anxiety, myalgia, urinary incontinence, cystitis interstitial, groin pain, bladder pain, systemic lupus erythematosus and vaginal haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, alopecia, anxiety, back pain, bladder pain, cystitis, cystitis interstitial, depression, dysmenorrhoea, dyspareunia, eczema, endometriosis, fatigue, female sexual dysfunction, flatulence, gastrointestinal disorder, genital haemorrhage, groin pain, headache, hormone level abnormal, hot flush, irritable bowel syndrome, menorrhagia, metrorrhagia, migraine, multiple sclerosis, myalgia, nausea, ovarian cyst, pelvic pain, psychological trauma, rash, skin disorder, systemic lupus erythematosus, urinary incontinence, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain,bleeding, allergy, psych injury, bladder/urinary problem:, other injuries/symptoms. Date(s) of removal: 2011 (as written per pfs), diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Imaging procedure - on (B)(6) 2008: bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record: abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: new events were added: abnormal bleeding (vaginal). Reporter information were updated. Event onset date, concomitant drugs and lab data were added. Incident a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), metrorrhagia ("metorhagia(bleeding b/w periods)"), rash ("rash"), skin disorder ("skin condition"), psychological trauma ("psych injury"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") with vaginal discharge, fatigue ("fatigue"), migraine ("migraine"), nausea ("nausea"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), visual impairment ("vision problems"), endometriosis ("endometriosis"), ovarian cyst ("ovary cyst"), irritable bowel syndrome ("ibs"), abdominal distension ("bloating"), flatulence ("gas") and eczema ("eczema") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (bilateral)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, back pain, menorrhagia, metrorrhagia, rash, skin disorder, psychological trauma, cystitis, urinary tract infection, vaginal infection, fatigue, migraine, hormone level abnormal, nausea, gastrointestinal disorder, headache, visual impairment, weight increased, endometriosis, ovarian cyst, irritable bowel syndrome, abdominal distension, flatulence, eczema and uterine leiomyoma outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, cystitis, dysmenorrhoea, dyspareunia, eczema, endometriosis, fatigue, female sexual dysfunction, flatulence, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, irritable bowel syndrome, menorrhagia, metrorrhagia, migraine, nausea, ovarian cyst, pelvic pain, psychological trauma, rash, skin disorder, urinary tract infection, uterine leiomyoma, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain,bleeding, allergy, psych injury, bladder/urinary problem:, other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received : previously reported event injury was deleted and was updated to new events. Following events were added : pain pelvic, abdominal pain, apareunia, dysmenorrhea, dyspareunia, back pain, general abnormal bleeding, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), psych injury, uti, vaginal infection, vaginal discharge, fatigue, migraine, hormonal changes, nausea, gi conditions, headaches, vision problems, weight gain, endometriosis, ovary cyst; ibs, bloating, gas, eczema, fibroids. Reporter information added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.